Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they had an MRI in june and after having the MRI they are getting the message settings not available, cannot provide your desire intensity settings since 2 days after the MRI. Patient services specialist asked patient to connect with the controller and controller showed implanted neurostimulators 80%, controller 100% charged. Patient service reviewed meaning of the message and how to change groups. Patient stated she is on group a, p1 and p2@ 9. 0v intensity and he normally have the intensity at that level when she is in super bad pain. Patient stated normally they are on group b and group b is not working. Agent asked patient to adjust stimulation on group a and b for each program and patient stated they are getting the same message on all the groups and programs. The issue was not resolved.  The patient was redirected to their healthcare provider to further address the issue.